Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 305 mg/dl. Customer was thirsty and dehydrated. Customer was unable to decrease the blood glucose level. Hospital treated with fluids. The current blood glucose reading is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.